Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up, down and ok buttons were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/20/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the original complaint was unable to be duplicated. The keypad cover was fully intact with no damage or peeling observed. All the keypad buttons responded appropriately to button presses. The keypad cover was removed and there was no contamination of contact defects found.